Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-14- insufficient blood sample applied to strip (user). Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-2 error accompanied by symptoms. The customer did report feeling weak and tired. The expected fasting blood glucose test result range is undisclosed. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 05/23/2020 and open vial date is approximately one month ago. Customer declined to continue troubleshooting due to not obtaining sufficient blood sample. The meter memory was not reviewed for previous test result history.